Event description:
A malfunction alarm with code 20 was reported during pumping, and it did not adversely impact the customer's blood glucose level. Despite assistance from technical support to load a new cartridge using the proper technique, the cartridge alarm recurred, preventing the resumption of insulin therapy. As a corrective action, technical support decided to replace the pump, which was under warranty. The customer agreed to use multiple daily injections (mdi) as backup insulin therapy and was instructed on how to put the pump into storage mode before returning it via a pre-paid label. The shipping address was confirmed for the replacement.